Manufacturer narrative:
The console was field service at the user's facility. During service, the field service engineer (fse) identified that the fiber port assembly was defective, and the lens cell assembly was replaced. The alignment and power setting was verified; the console was within specification. After replacing the lens assembly, the issue was resolved and the console was functioning as intended. Service history review identified that the device was installed on (B)(6) 2023 and this event occurred 2 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review of the moses pulse hazard analysis was completed and confirmed that the event of low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event of low power was confirmed as troubleshoot of the console identified that the fiber port was defective, the malfunction found could have affected the device performance leading to the event experienced by the customer. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the console displayed error code 150 (laser deck - fiber not connected) and fiber was swap out to clear the error. It was able to get the console back up and running but there was a low power efficiency in the console. The procedure was completed using the same console. There were no patient complications.

Event description:
It was reported that during procedure the console displayed error code 150 (laser deck - fiber not connected) and fiber was swap out to clear the error. It was able to get the console back up and running but there was a low power efficiency in the console. The procedure was completed using the same console. There were no patient complications.